Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus but would not deploy from the delivery system. The capsule fell off of the delivery system upon removal from the patient. No serious injury to the patient reported.